Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had failed to communicate patient orders, which had not appeared on the server and stations. The technical support specialist (tss) had identified an error in the external inbound messaging service, where messages was not processed due to a concurrent error. The tss had attempted to resolve the issue by restarting the external inbound messaging service, but the problem had persisted. The tss had then contacted the hospital's information technology (it) team and performed a server reboot, which had ultimately resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had patient detail which was not crossing over. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.